Event description:
It was reported that during set up for a case the trigger of the system 5 dual trigger rotary handpiece was stuck. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during set up for a case the trigger of the system 5 dual trigger rotary handpiece was stuck. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
There were no reports of run on or unintended activation found during failure analysis. It was noted during analysis that the forward trigger was jammed preventing the handpiece from operating as intended.